Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 20) occurred during the load sequence. Customer's blood glucose level was 92 mg/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
Remove code device code (B)(4), (B)(4); replace with (B)(4), (B)(4).